Event description:
It was reported that, during a generator change, the insulation of this right atrial (ra) lead was damaged. The physician decided to fix the insulation damage with a repair kit, which is considered off label-use. This ra lead remains in service. No additional adverse patient effects were reported.